Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer's other blood glucose value was unknown. Customer reported that there weren't air bubble or leaks, she lubricate the reservoir and she uses insulin at room temperature. In the alarm history there aren't alarms. The displacement test is passed but the high performance test was failed. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
The product will be returned for analysis.